Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. The reported event of an error icon display was confirmed during log review. A root cause was determined to be a defective battery. In addition to the complaint device, the universal serial bus cable (part number mt20655/lot number 2140275) and universal serial bus power charger (part number mt21255/lot number 2140250) were returned on 08/11/2016. The cable and power charger were visually inspected. The cable failed visual inspection because damaged pins and contamination was observed. The power charger was in good condition based on visual inspection.

Manufacturer narrative:
(B)(4).

Event description:
The patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.